Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility on detecting that there were two iols in the blister pouch discontinued use of the product. The product was retained and returned to rayner by the (B)(6) distributor. Testing of the iols was performed on (B)(6) 2017. Testing confirms that the two iols in the blister are of the labelled power (+22.5d). (B)(4) lenses released to market, (B)(4) lenses further sold with no reported repeat of this incident. In the period 2014 - (B)(6) 2017, rayner has received a total of (B)(6) cases of no lens in blister/additional lens in blister providing a rate of (B)(4)%. The current rate is within the limits set in our risk analysis. The root cause of this is an operator error during manufacture. The event wil be subject to ongoing trending and monitoring.

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between (B)(6) 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of 282 cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On (B)(6) 2017, rayner intraocular lenses limited received notification from its (B)(6) distributor that a customer on opening a c-flex aspheric 970c iol blister pouch had identified that the pack contained two lenses.